Event description:
Caller reported a cgm error related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, after reset pump reset cgm error code did not reappear. Caller successfully started their sensor session.